Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and stated that she was not receiving any insulin at her site due to possible temporary vent blockage. Her blood glucose was 474 mg/dl. She stated that she changed the site, treated with more insulin, ate watermelon, and changed the set again. She stated that when she started the reservoir, the insulin was over 100 units, but after priming, the insulin was less than 100 units. She stated that insulin continued to drip after the motor stopped during the manual prime. She had issues with air bubbles and noted a gap between the piston and reservoir stopper during the prime. She was advised to attach a new infusion set and reservoir and restart the priming process. She stated that the insulin was going into her muscle and had lost 4 days' worth of insulin. She noted that an infusion set change resolved the issue and insulin did not continue to drip after release of the act button.